Manufacturer narrative:
No x-ray views have been provided to abbott so we cannot fully confirm the event. However, based on event description we regard this as a case of externalized cables. No further analysis can be performed since the lead will not be returned to abbott for analysis.

Event description:
During a device replacement procedure, externalized conductors were observed on the lead. The lead was capped and replaced and the patient was stable.

Manufacturer narrative:
Based on the review of the x-ray views provided to st. Jude medical, the conductors appear to be externalized. No further analysis can be performed since the lead will not be returned to st. Jude medical for analysis.